Event description:
Information was received which indicated that the patient had an increase in seizures. The patient then underwent seizure monitoring and had the vns programmed to higher settings. No other relevant information has been received to date.